Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider [hcp]) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient had the ins implanted with two quad electrodes for peripheral nerve stimulation and needed to receive another vectris lead as a spinal cord stimulation (scs) add on. There was one canal used and one canal was closed by a plug. After the lead was properly implanted and connected to the ins impedance check was done and indicated that 5 out of 8 contacts had increased impedances up to 13 ,000 ohms. Session reports showed impedances of 40,000 ohms. Hcp decided to use an external neurostimulator (ens) to check if the electrode was intact and it showed that still one pole had an increased impedance. The hcp then decided to use a new vectris lead and tested it after replacing the first lead again with the ens and still there were two contacts (10 and 11) that had increased impedances. Since the reason was unclear the decision was taken by the hcp to use a completely new ins to avoid impedance issues. However it was not clear if the first lead was intact or the connection inside the first ins was damaged which led to this problem or there was an issue with the ens. As a result a new ins was implanted with a new vectris lead and after a last impedance check it was detected that still one contact had an increased impedance which was considered as acceptable. Issue was resolved. There were no environmental factors known. Additional information received reported that the reason the patient needed an additional lead was because the pain relief with the existing leads were insufficient. Since the patient developed a neuropathic pain in left leg after the first implant in 2019, the hcp decided to implant another lead.

Manufacturer narrative:
Continuation of d10: product ID 97725 lot# serial# (B)(6) implanted: explanted: product type external neurostimulator product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6) ubd: 04-feb-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use.

Manufacturer narrative:
Corrected data: b5. This event did not occur with a trial patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes updated (devices returned but analysis is not yet complete) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomaly, not in new condition. The returned ins successfully passed all laboratory testing with no anomalies identified. Telemetry was restored after a single physician-mode recharge. Following the restoration of telemetry and a full normal recharge, the ins passed functional testing. Stable output was observed with the electrode pairs configured on the ins upon receipt, as well as with all other electrode pairs. A starload box was attached to the returned ins. Impedance was measured using a clinician programmer to communicate with the ins. Normal impedance was observed. Additionally, the ins passed the automated functional test (adt) conducted on the atlas device tester. Device analysis for lead (B)(6) revealed no anomaly found. The returned lead passed all laboratory testing, and no anomalies were identified. The proximal end of the returned lead was connected to a lab external neurostimulator, while the distal end was placed in a 0.9% saline solution. Using an intellis v2.0.247 programmer, normal impedance was measured and observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.